Event description:
End user reportedly was going to get a basketball while on the scooter. End user stated as the ball hit the scooter it tipped end user and the scooter over. End user sustained a broken collar bone in the fall.